Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the physician placed a trial lead which had high impedances on all contacts. The physician replaced the lead during the procedure, and the second lead had normal impedances. It was reported the procedure was extended by 25-30 mins due to the issue. It was reported the pt received effective stimulation postoperative.